Event description:
The patient underwent a battery replacement on (B)(6) 2025, which was completed without complication, and all parameters were within normal limits post-procedure. A few weeks later, the patient sustained a fall, with the impact occurring directly at the device pocket site. She subsequently developed a persistent hematoma that did not resolve on its own. Upon returning to her physician, it was noted that her device settings were out of range. After a period of observation, the physician elected to return the patient to the or to evacuate the hematoma, evaluate for potential infection, and assess whether the intervention might restore the device to appropriate settings. Intraoperatively, the hematoma was successfully drained, with no evidence of infection. The battery was reattached, though one lead remained out of range. To further investigate, the physician switched the lead within the header block, noting that the out-of-range issue followed the lead. Based on this, he suspects the fall may have damaged the lead itself. He does not believe the hematoma was device-related, but rather a direct result of the trauma from the fall. The decision was made to reattach the device and leave it in the off position. The patient will be brought back for follow-up to discuss the possibility of lead replacement. Patient had led disconnect due to a fall; surgery was performed to re-attach lead and drain hematoma; device is now operating correctly. No further action to be taken.